Event description:
Needle valve for oxygen delivery on anesthesia machine can become stuck if valve is turned fully counterclockwise too tightly. Once the shaft is damaged, the adjustment of oxygen flow is impossible. Part # of needle valve is 2910-0081-000.